Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the screen was cracked. No further information provided.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube power connector not connected properly. We were unable to perform the self-test, displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.